Event description:
It was reported that the infection resolved without sequalae on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient presented to clinic for routine visit and reported the patient had some tenderness at the driveline site and some drainage. The patient denied any overt fevers and chills. Wound cultures showed positivity for (B)(6). The patient was started on 10 day course of antibiotics and sent home.